Manufacturer narrative:
Block h6: imdrf device code (a0501) captures the reportable event of (detachment of device or device component). Block h6: imdrf impact code (f2301) captures the event of (additional device required). Block h3: the device was returned for analysis; however, the investigation is still in progress. A supplemental report will be submitted when the investigation is complete or if additional relevant information becomes available.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the snare loop detached while using. As a result, the loop was retrieved from the patient using a forceps. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.